Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted due to pelvic relaxation and menorrhagia. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and had mesh implantation concurrently with total vaginal hysterectomy, anterior repair, cystoscopy on due to stress urinary incontinence, pelvic relaxation, and adhesions. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/09/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that following insertion the patient experienced infection, bowel problems, recurrence and neuromuscular problems. It was reported that patient underwent mesh removal on (B)(6) 2012 due to urinary retention and dyspareunia. No additional information was provided.